Event description:
The following was reported to hamilton medical ag: multiple instances of "flip flow sensor" alarm. Measured rr with patient on ventilator very high (>200), without ventilator rr approx 38 bpm. I note that although other settings were changed, fs sensitivity remained unchanged throughout. As a consequence: patient experienced excessive respiratory rate due to triggering.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device did not failed to meet its specifications at the time of the event. Due to the low trigger setting and the resulting high respiratory rate, the flip flow sensor alarm was triggered, which the user was unable to interpret. In this complaint case it is stated that the failure did occur during ventilation with patient involvement. Further it was reported that the patient was been harmed due to an excessive respiratory rate. This issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur. Therefore, the event has been deemed to be a reportable event. The most probable root cause was determined to a triggering effect of the device that lead to frequently "flip flow sensor alarms". Nothing was replaced but the option key "turn flow sensor off" was installed and turned on. After this action no further "flip the flow sensor alarms" occurred. No CAPA was been initiated because this event was a single case.

Event description:
The following was reported to hamilton medical ag: multiple instances of "flip flow sensor" alarm. Measured rr with patient on ventilator very high (>200), without ventilator rr approx 38 bpm. I note that although other settings were changed, fs sensitivity remained unchanged throughout. As a consequence: patient experienced excessive respiratory rate due to triggering.